Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also stated that they were not provided with enough education from the hcp at the doctor¿s office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported their ins was turning off on its own because they did not feel the stimulation and was still going to the bathroom (going just as much as prior to implant). This had occurred since the device was implanted. The programmer was reported as working fine. The patient stated that they felt the stimulation when they initially synchronize the programmer to the ins but then loses the stimulation afterwards. Using the programmer, it was determined the device was on and the patient was at 1.1 volts. They noted that they doesn¿t press any buttons but that their reason for thinking the ins was turning off was that they did not feel the stimulation. It was reviewed with the patient that the ins was on because the lighting bolt was seen and expectations with feeling the stimulation/changing the settings were reviewed with them. The patient increased the stimulation to 1.4 volts. And it was confirmed they felt the stimulation. Therapy expectations were reviewed. The patient was going to monitor their symptoms with the programming change. In addition, it was reported that the patient was not healing right and had surgery ((B)(6) 2019). It was noted that the patient was a diabetic (which had started before the device was implanted) and that the healthcare professional (hcp) used skin glue which did not heal right and was oozing. The hcp took the ins out, cleaned it, and put it back in. There were no further complications reported or anticipated.